Event description:
As reported, after a microbiological routine control test on the subject medical device as required by french regulation, the user detected an unexpected contamination. The issue found during reprocessing. The user then sent the device to the olympus france (ofr) french olympus subsidiary for hygiene microbiological investigation (hmi) for further investigation. The user did not report any contamination or any patient injury or patient infection to which this medical device could have been a contributory cause. No user injury reported.

Manufacturer narrative:
The customer provided the hygiene microbiological investigation (hmi) results : culture test on all channels: results on the following dates were : culture test on (B)(6) 2022- acinobacter sp microorganism aerobies ¿ 8 cfu/100ml. Culture test on (B)(6) 2022- champignons filamenteux microorganism aerobies -1 cfu/100 ml. Another culture test performed on (B)(6) 2022. Results: sample taken by the biohygienist and the endoscopy staff on (B)(6) 2022. Results not in accordance with expected values, result similar to the initial contamination. Presence of yeast (1 cfu/100ml), results of colonies / microorganism total per cfu/100 ml : suction channel ¿absence, 16 cfu/100ml. Air/water channel- 4 champignons filamenteux , 10 cfu/100ml. Biopsy channel- 1 champignon filamenteux, biopsy channel- 3 cfu/100ml. Auxilliary channel- 1 champignon filamenteux, auxilliary channel- 8 cfu/100ml. Cleaning, disinfection, and sterilization (cds). Below are information on customers cds checklist: aer/ewd reprocessor: not tested. Model name: soluscope. Detergent name:cln. Disinfectant name: paa. Pre-cleaning: aspiration of water through the instrument/suction channel. Flushing channels : a/w channel, auxiliary water channel, balloon channel , forceps elevator wire channel. Detergent used : enzymex. Manual cleaning : brush points: instrument / suction channel , suction cylinder , instrument channel port, balloon channel, distal end areas around elevator. Brush model: n/a, manual disinfection performed: no. Disinfectant used: n/a. Scope storage: single cabinet without spare function. Scope maintenance- by olympus. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
This report is being submitted to provide the olympus (B)(4) french olympus subsidiary for hygiene microbiological investigation (hmi) results and regional repair center device evaluation. The olympus (B)(4) french olympus subsidiary for hygiene microbiological investigation (hmi) performed a culture test for the device after the device was reprocessed. The results reported the endoscope device channel (all channels) conforms to results of revivable micro-organisms less than 1 cfu/100 ml and less than 1 cfu/endoscope . The results obtained comply with the target level defined in the regulations of (B)(4)outlined on (B)(6) 2016. The results are conform to french recommendation. Rrc (regional repair center) (B)(4) olympus device evaluation noted below: during incoming inspection the following inspections were noted : insertion tube insulation too low. Guide rod lens noted cracked. C-cover noted scratch. Bending section (a-rubber) worn out. Mouthpiece noted damaged. Control unit and air/water cylinder scratched. Universal cord buckles, switches (sw1 and 2) , connector cover with wear and tear. Control unit plate partly bent. Wear and tear on biopsy channel. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The following deviation was confirmed by review of reprocessing steps provided from the user: flushing was not performed for auxiliary water channel at precleaning. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the reprocessing of the user did not follow the device instructions for use (IFU). Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with IFU before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.